Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they had a fall down the stairs on the implant in (B)(6) of 2018 and had bruises on their body. They also reported that they are not getting much control of her bladder or bowel for the last 3 months and bowel leaking and also that in the past week or so she can't make it to the bathroom, urine is running down her legs. Patient reports she is having constant nausea within the last month and her gastro healthcare professional is looking into what is causing the nausea. During the call, the patient programmer showed that stimulation was on and the patient had the ability to change programs and adjust stimulations and settings were at program 2 at 3.8v. Patient confirmed they could feel stimulation in the right area when they increased it to 4.1v. No further complications were noted or anticipated.